Manufacturer narrative:
(B)(4). Image interpretation: "lateral views show anterior pyramid plate at l5/s1 with alif spacer. Several views are presented but none show signs of screw back out. Pictures do show the pre revision and post revision versions as the post revision version has tantalum markers within the inter body spacer, and the screws are more pointed and appear self tapping. The revision was necessary due to a malfunction, although this cannot be verified from the films."

Event description:
It was reported that a patient underwent an alif for l5-s1 spondyl with degenerative disc disease and stenosis at l5-s1, levels implanted l5-s1. Sometime post-op, the screws at s1 pulled out and reportedly, the patient felt something move in the abdomen area, then pain. Posterior spinal fusion was performed at l5-s1 with percutaneous screws as treatment. No other information was reported.